Event description:
I had two lasik surgeries. No. 1 corrected myopia, but stole away all vision the three feet in front of me; watch, pager, mirror, ext. Worse, I kept getting auras so badly that I thought cars were constantly driving on the wrong side of the road. I could barely see at night. It was frightening. Then after about one year, I went to (B)(6), and had a god-like ophthalmologist redo the lasik so I would be partially near-sighted again. The auras actually improved. But now, two years later, I have triple-vision in my right eye, and have the same moderate auras in both eyes. I have been to six ophthalmologists, and two optometrists, plus a neuroophthalmologist. At this point, there is no help, except to have a third surgery for the high order aberrations. I am scared that I'll have worse vision then when I started. Even a research study for a new machine designed by dr (B)(6). My surgery is scheduled for (B)(6) 2014. I hope my insurance covers it. If it doesn't I'm screwed.